Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was over 700mg/dl. The customer's most current level was 199mg/dl. The customer was currently in the hospital being treated. The customer had received compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised the pump would have to replaced.